Event description:
The customer reported that while monitoring a pt ECG began displaying a waveform similar to a square wave. The site biomed stated that leads ECG was pads/paddles ECG displayed as a square wave when tested with a simulator. The user had switched the pt to another defibrillator/monitor. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that while monitoring a pt ECG began displaying a waveform similar to a square wave. The site biomed stated that leads ECG and pads/paddles ECG displayed as a square wave when tested with a simulator. The user had switched the pt to another defibrillator/monitor. There was no adverse pt impact. On (B)(6) 2012, the site biomed reported that replacement of the control pca resolved this issue.